Event description:
New information received states the device redetected post-sensed t-wave oversensing on the ventricular channel. New programming changes were made. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported post-sensed t-wave oversensing was observed. The patient was asymptomatic. The patient was brought into the clinic and the recommended programming changes were made. No more instances of oversensing have been noted.